Manufacturer narrative:
We received one d97120f5 with monoject limited volume syringe and non-edwards contamination shield. The catheter was broken into two pieces at the proximal end of the proximal electrode. The report of "balloon detached from the catheter" was confirmed. There was a complete bond separation between the proximal electrode and the body tube. Adhesive could be seen on the body tube. Both the distal electrode and proximal electrode lead wires were broken. The body tube under the balloon latex was completely broken. The tube broke from the balloon inflation port to the proximal electrode lead wire port. There were circumferential tears on the proximal balloon winding and on the balloon latex distal end of the proximal balloon winding. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. It is standard clinical practice to inspect these devices prior to use on a patient. The non-conformance in this complaint would be observed during this inspection. The catheter can be exchanged easily for another one, causing a minor delay in treatment or monitoring. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to perform the procedure, to consider the potential benefits in relation to the possible complications. In this case, the balloon separated from the catheter body, which has the potential to embolize into the patient. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results. The correct lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when removing this bipolar pacer the balloon was detached from the catheter. The entire catheter was successfully removed from the patient. There was no allegation of patient injury.